Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had to go to the emergency room and the paramedic took out the battery from the pump. Customer is now getting a battery out limit alarm. Customer was explained that this is normal pump behavior. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 53 mg/dl. Customer was out of it and trying to treat for a high blood glucose level. Customer may have given too much insulin. Customer stated that she had premature ventricular contractions and low blood glucose. Customer stated that they took off the pump and the pump was off during the ride to the emergency room. Customer will call her endocrinologist to go over the pump. Customer was advised to monitor the pump as the battery out limit alarm was a normal alarm after the battery had been out of the pump.